Event description:
Customer reported her 13-yr-old son (who has crohn's disease) missed a feeding due to a feeding tube with no eyes. The child's feedings are to encourage growth and make sure the child receives necessary nutrition. Child missed one feeding (he is fed every 2 hours).

Manufacturer narrative:
One sample, originally sent to the FDA was returned for evaluation. Co confirmed the eyes were missing at the distal end of the feeding tube. The returned sample was tested on co's equipment and rejected for no eyes. The only way the tube could have advanced through the mfg process after being rejected by the machine is if an operator mistakenly placed the tube in the wrong bin. Co has had no other reports of this nature against this lot, therefore; co believes this is an isolated event. The plant issued a quality awareness notice and operating procedures were reviewed with those employees specifically involved with feeding tube welding operations.